Event description:
It was reported that the right atrial (ra) lead dislodged the day following the initial implant. Chest x-ray confirmed the dislodgement. It was also noted that the lead was undersensing p-waves. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).